Event description:
The customer reported that the device would not open while on tissue. A second device was used to open the jaws and complete the case. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.